Manufacturer narrative:
H10: a review of submitted reports was completed and identified missing informaiton. This follow up was completed to address the missing information.

Manufacturer narrative:
Based on the information available, no definitive conclusions can be made in regards to the reported event. Attempts for additional information are in progress and have been unsuccessful to date. It is unknown if the patient was treating on an open wound. Labeling instructs users that the ultrasound gel is non-sterile and that it should not be used on an open wound. If additional information is received a follow up report will be submitted. No corrective or preventative actions are required at this time. Bioventus will continue to monitor these types of events should further action be needed.

Event description:
It was reported a patient using the exogen system after surgery for a leg fracture, in (B)(6) 2019, developed an infection at the surgical site from the use of the ultrasound gel. The patient was reported to have developed cellulitis which lead to the patient having the surgical site drained and additionally, the patient underwent a debridement surgery to clean the infection site. The bacteria causing the cellulitis is unknown. It is also unknown if the patient was treating on an open wound. The current patient status is unknown.